Manufacturer narrative:
Information regarding section d2- suspect medical device, common device name: not available, regulation name: hemostatic device for intraluminal gastrointestinal use. Information regarding section g5: (B)(4). Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. However, all the components were not included in the return (no catheters were returned), therefore a complete evaluation was not possible. The device was returned with the red activation knob engaged and the on/off switch in the "on" position. When tested as returned, the device did not spray powder. The lance position was measured using a specified tool and found to be positioned correctly. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the carbon dioxide cartridge and regulator (lance and o-ring) confirm the device is of the post-CAPA design. When retested with a new carbon dioxide cartridge and activation knob, the device sprayed one puff of powder with the first button press. However, the device stopped spraying powder after that one small burst of powder. The device was disassembled and the tubes were disconnected for removal of the powder. No clumps of powder were observed in the tube between the powder chamber and on/off valve. A very small amount of powder was observed in the tube between the powder chamber and low pressure valve. Powder inside the tube leading from the powder chamber to the small gray low pressure valve can occur if there is a back flow of pressure. Back flow can occur from an internal or clogged catheter, or if the carbon dioxide cartridge runs out of gas. A visual of the cannula and hole in the bottom of the powder chamber showed it to be clear. The regulator was returned to the supplier for evaluation. The supplier confirmed abnormal performance of the regulator; however, a product discrepancy or anomaly that could have contributed to this reported occurrence was not observed with the regulator. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined. The root cause for the device being unable to spray powder is unknown. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Catheter occlusion can be a cause of this device not being able to spray powder. However, we could not conduct a complete investigation because the catheters said to be involved were not returned for evaluation. A definitive cause for the reported observation could not be determined. Catheter occlusion can be a cause of this device not being able to spray powder. Catheter occlusion can be related to the handling of the device during the procedure. To assist the user, the IFU states the following, "note: do not test device prior to insertion into endoscope accessory channel as this may increase risk of catheter occlusion... Precaution: to avoid catheter occlusion, do not place catheter directly in contact with blood and/or mucosa, including any pooled blood and do not aspirate blood while catheter is in accessory channel... Note: if catheter becomes occluded, turn red valve to closed position, remove catheter from endoscope and replace with extra catheter provided in package." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a hemostasis procedure, the physician used a cook hemospray endoscopic hemostat. The trigger seemed locked or fixed and would not spray. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Information regarding - suspect medical device. Common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. (B)(6). Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. However, all the components were not included in the return (no catheters were returned), therefore a complete evaluation was not possible. The device was returned with the red activation knob engaged and the on/off switch in the "on" position. When tested as returned, the device did not spray powder. The lance position was measured using a specified tool and found to be positioned correctly. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the carbon dioxide cartridge and regulator (lance and o-ring) confirm the device is of the post-CAPA design. When retested with a new carbon dioxide cartridge and activation knob, the device sprayed one puff of powder with the first button press. However, the device stopped spraying powder after that one small burst of powder. The device was disassembled and the tubes were disconnected for removal of the powder. No clumps of powder were observed in the tube between the powder chamber and on/off valve. A very small amount of powder was observed in the tube between the powder chamber and low pressure valve. Powder inside the tube leading from the powder chamber to the small gray low pressure valve can occur if there is a back flow of pressure. Back flow can occur from an internal or clogged catheter, or if the carbon dioxide cartridge runs out of gas. A visual of the cannula and hole in the bottom of the powder chamber showed it to be clear. This investigation is on-going because a component of the device is being sent to the supplier. A follow-up emdr will be provided within 30 days of submission of this report.

Event description:
During a hemostasis procedure, the physician used a cook hemospray endoscopic hemostat. The trigger seemed locked or fixed and would not spray. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.